Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
Reporter stated the infusion device displayed an error message that could not be cleared because all of the buttons were "blocked." The infusion device then began to deliver a bolus, and the customer removed the battery to stop it. No adverse event was reported. The alleged product was requested for evaluation.